Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer connected the pump to charge for over an hour the night prior however, the pump battery was at 1% at the time of the report. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose (bg) level was 300 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer believed they did not connect the pump to the power source properly the night before. During a follow up, the battery was reportedly charging as expected.